Event description:
Information was received from a manufacturer representative with no patient involvement related to event. Dilaudid (hydromorphone) with a concentration of 0.5mg for a total dose of 0.1mg and bupivacaine 10mg for a total dose of 2mg was in the pump at time of the event. It was reported pump was never implanted because we could not aspirate through the pump. Alternative syringes were used to pull more pressure through the catheter access port (cap). Flushing through the cap on the back table was attempted and was unsuccessful. It was noted aspirating was negative and flushing was impossible on the back table. Issue was noted to not have been resolved at time of report. Product will be returned.

Manufacturer narrative:
Pump was returned with a complaint of "it was reported pump was never implanted because we could not aspirate through the catheter access port (cap)". During internal decontamination and flow test, rpa was able to flush and aspirate thru pump cap with no issue. No anomalies seen. (B)(4).

Event description:
Additional information was received on (B)(6) 2016 from a manufacturer representative. The pump was returned with no new information.